Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: aura ii hip ha coated right size 6, catalog #: p0126h06, lot #: 0000059321. Medical product: plasmacup sc size 52mm, catalog #: nh052t, lot #: 51320579. Medical product: sc/msc pe-insert 28mm 52/54 asym, catalog #: nh473, lot #: 51282269. Postal code: (B)(6). Occupation: chairman. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised. This complaint is related to revision due to dislocation subluxation; lysis socket; wear of acetabular component: it was reported that a patient underwent revision (hip, right), > 1 years after implantation.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. Response received from njr: no further information available. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaints database over the last 3 years has found no similar complaints for this item code 164190. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The outcome of this complaint (surgical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being may 2020. Sales (may 2017 to may 2020) = (B)(4). Complaints search was conducted for events occurring between may 2017 to may 2020 for item 164190. No other complaints were identified for this item number other than (B)(4). (B)(4). Since the occurrence calculation is based on only (B)(4) sales, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a meaningful calculation based on (B)(4) sales. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text: product has not been returned.

Event description:
Data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised. This complaint is related to revision due to dislocation subluxation; lysis socket; wear of acetabular component: it was reported that a patient underwent revision (hip, right), > 1 years after implantation.